Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead displayed over-sensing and high impedance. Additionally, there was a detection issue with the device. Reprogramming was done. It was also reported during removal of the rv lead, the right atrial (ra) lead "came out." The implantable cardioverter defibrillator (ICD) system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.